Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure to repair a thoracic and an abdominal aortic aneurysm. A gore® dryseal sheath with hydrophilic coating was used throughout the procedure. It was reported that an angiography after removal of the sheath revealed rupture of the right external iliac artery. It is unknown whether the rupture occurred at the insertion or removal of the sheath. Gore® excluder® aaa endoprosthesis contralateral leg component and iliac extender component were implanted to repair the rupture with success. The patient tolerated the procedure and is currently stable. It was reported that the diameter of the right external iliac artery was 7-8mm, while the outer diameter of the sheath was 9.1mm. No thrombus, calcification, or tortuosity were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported that the diameter of the right external iliac artery was 7-8mm, while the outer diameter of the sheath was 9.1mm.